Manufacturer narrative:
One year, 11 months, 27 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that patient was admitted to hospital with a concern for driveline infection. A small area of erythema around driveline insertion site with slight increased warmth and edema was observed. The patient did not have any pain, fever or pruritis. Patient was diagnosed with nonpurulent cellulitis. Driveline site cultures were obtained and no growth was identified. No increase in white blood cells (wbc) were noted. Patient was on intravenous(IV) cefazolin while in hospital. Later, patient was transitioned to cephalexin and was discharged home. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as it remains implanted supporting the patient and no further related issues reported. A direct cause of the reported driveline infection could not be conclusively determined. Driveline, local, and pump pocket infection are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.